Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on (B)(4) 2017 revealed no anomaly. The previously applied results code (B)(4) and conclusion code (B)(4) are no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving morphine (15 mg/ml at 7.592 mg/day), hydromorphone (15 mg/ml at 7.592 mg/day), fentanyl (9,000 mcg/ml at 4,555.3 mcg/day), and clonidine (150 mcg/ml at 75.92 mcg/day) via an implanted pump. The indication for pump use was malignant pain. On (B)(6) 2017 it was reported that the pump was replaced because the physician had extreme difficulty aspirating the pump at the last refill or two and had difficulty dispensing the drug. It did not appear to be locked from over pressurization. The physician felt that the pump needed to be replaced. During the procedure, the scrub tech also had extreme difficulty aspirating the drug from the pump. The patient had no signs/symptoms related to the issue. The issue was resolved. There were no known environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting was done. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.